Event description:
The customer reported having multiple issues with their defibrillator including buttons not functioning and an intermittent failure to power up.

Manufacturer narrative:
The customer reported having multiple issues with their defibrillator including buttons not functioning and an intermittent failure to power up. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.